Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient presented to the operating room with pain, irritation and discomfort with a broken left trochanteric fixation nail, at the level of the helical blade. The nail was successfully removed along with the intact helical blade and intact locking screw due to non-union at the fracture site. Revision surgery was successfully completed to treat the non-union using new hardware, a 95 degree angled plate. This is report 3 of 3 for (B)(4).